Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient reported that the device flip flops in their chest, especially while sleeping on their side. It is unknown if there were any factors that may have led or contributed to the issue. No actions/interventions were taken yet to resolve the issue and the issue has not been resolved.